Event description:
The customer contacted stryker to report that their device displayed a blank screen and illuminated its service led. This can be indicative of a device lock-up. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The device was not returned for evaluation. The customer was provided a quote for services. No response was made by the customer and the case was closed. The device remains with the customer.